Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician through a company product manager and forwarded by our local affiliate (B)(4). This case involves an adult female pt (age nos) who received poly-l-lactic acid therapy on an unk date. Relevant medical history includes previous poly-l-lactic acid therapy and possible collagen therapy. Concomitant medication info was not mentioned. On an unk date, the pt experienced a lip lump which was then biopsied. Macroscopic examination showed a lump on the lip. This presented as an irregular tan piece of tissue 12x5x3 mm. The report also stated that this was bisected and all blocked, a1. Microscopic results: sections showed nodules of histiocytes and foreign body multinucleated giant cells surrounding refractile, polarizable foreign body material. A thin rim of fibroconnective tissue that included scant skeletal muscle is present. Prominent collagen bundles are not present. No epithelium is attached. No malignancy is identified. The report concluded that the lip lump was excised and showed refractile foreign body material and associated foreign body giant cell reaction. Event outcome is unk. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional info received on 08-jan and 12-jan-09 respectively were processed together: the physician reported that the event began on (B)(6) 2008. The pt received 4 treatments with triamcinolone acetonide (kenacort-a10). The results were initially good, but the lesion returned. An excision biopsy was performed on (B)(6) 2008. Results of biopsy: histology refractile, polarizable foreign body material with associated foreign body giant cell reaction. The pt recovered from this event on (B)(6) 2008. The pt, (B)(6), received poly-l-lactic acid on (B)(6) 2007. It was diluted in water 5ml and lignocaine 2% 2ml. The amount injected was 14mls. The regions injected were regions #3, #4, marionettes, jaw line, and lateral face temples. Concomitant medication was reported as venlafaxine (effexor). (B)(4).